Manufacturer narrative:
The patient reported worsening skin irritation on (B)(6) 2026 while using an mcot device with leadwire configuration. The skin irritation manifested as rash, blisters/welts, and rawness with open skin. The patient sought medical treatment for the condition and was prescribed a topical anti-inflammatory medication. Following advice from the patient's physician to end service early due to the worsening skin irritation, the patient discontinued use of the device.the patient confirmed following proper skin preparation steps despite having no prior history of skin sensitivity or allergies. The lead wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the lead wire adapter was not returned. The lead wire adapter while unitlizing the electrode - pad - cloth - nissha a10042 is single use and disposed after use; therefore, it is not likely to be returned. The patient reported following skin prep instructions and has no known skin sensitivity or allergies to metals or adhesives. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported worsening skin irritation on (B)(6) 2026 while using an mcot device with leadwire configuration. The skin irritation manifested as rash, blisters/welts, and rawness with open skin. The patient sought medical treatment for the condition and was prescribed a topical anti-inflammatory medication. Following advice from the patient's physician to end service early due to the worsening skin irritation, the patient discontinued use of the device.the patient confirmed following proper skin preparation steps despite having no prior history of skin sensitivity or allergies.